Event description:
It was reported to boston scientific corporation that a resolution clip device was being prepared for use during a colonoscopy procedure. According to the complainant, the clip was to be used for hemostasis post polypectomy; however, after removing the device from its packaging, the physician noted that the clip looked defective. Reportedly, the oversheath was 'smashed down' which prevented the clip from being exposed. At this time, the physician determined that the patient's bleed had subsided to a point where no further treatment was required. Additionally, no packaging damage was observed. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results; oversheath torn.

Manufacturer narrative:
Patient age/date of birth is unknown. However, patient was over 18 years old. A visual examination found that the device returned complete with a kink in the control wire, the oversheath stretched and torn, and the clip assembly located just inside the oversheath. Functionally, when the oversheath was pulled back using the blue sheath grip; the clip assembly exited the torn portion of the oversheath. Additionally, the clip assembly was able to be actuated, and then deployed with two distinctive clicks being heard. The prongs opened to approximately 12 mm. The complaint as reported was not able to be verified. The evaluation revealed that the oversheath was stretched and torn; however, it cannot be confirmed if this reflects the condition of the device as reported by the complainant. Therefore, a definitive root cause cannot be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.